Event description:
It was reported that 10 months after insertion, the catheter slipped out, inspection found the catheter was dilated between the cuff and the hub.

Manufacturer narrative:
The complaint of the deformed tubing was confirmed. A section of d/l tubing proximal to the surecuff was enlarged and plastically deformed. It appears that the catheter was exposed to ointments that created the deformation. The product IFU warns that the use of ointments with this catheter can cause failure of this device. As for the reported catheter dislodgement, it appears that the tissue residue infused into the surecuff. Tape residue was also found on the catheter, indicating that the device was secured to the patient. The exact cause of the dislodgement is unknown. It is possible that the deformed tubing could have been a factor in the catheter dislodgement. The damaged tubing will be considered user related.